Manufacturer narrative:
The pump passed the self test and displacement test. However, software error detected alarm found in the pump history due to software error. The pump was received with a cracked case (battery tube), and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was unable to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed self test and insulin pump passed it. The insulin pump had crack on the battery compartment. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The device was returned for analysis.